Event description:
The information reported was obtained from the abstract of the 39th cvit (japanese association of cardiovascular intervention and therapeutics) kinki branch conference. It was reported that from january 1st to december 31st, 2021, five (5) of one hundred and six (106) patients were treated with angio-seal devices for hemostasis that required medical intervention. The five (5) cases included two (2) arterial thrombosis cases, two (2) venous thrombosis cases, and one (1) pseudoaneurysm case. It was unknown whether the physician had completed the training process on the device prior to these cases. The procedures before deploying the angio-seal device were a percutaneous coronary intervention (pci). Pre-deployment angiograms were performed. The size of the sheath's ancillary used was unknown. The puncture sites were distal to the inguinal ligament of the right or left common femoral arteries. The vessel diameters were unknown. The event occurred post-treatment.

Manufacturer narrative:
Date of event: (B)(6) to (B)(6) 2021. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - (B)(6) to (B)(6) 2021. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. It is not clear what may have occurred to contribute to the reported incidents. It is possible that procedural technique or use against instructions for use (IFU) indications contributed to the issue, however, this was unable to be confirmed. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for one of the patients that experienced a venous thrombosis. Please see MDR 3013394970-2022-00393 & MDR 3013394970-2022-00394 for the two (2) patients who experienced an arterial thrombosis and see MDR 3013394970-2022-00370 for the one other (1) patients that experienced a venous thrombosis. Please see MDR 3013394970-2022-00379 for the one (1) patient that experienced a pseudoaneurysm.